Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading on his adc freestyle libre sensor compared to an unspecified competitor brand meter. An adc freestyle libre sensor reading of 56 mg/dl compared to an unspecified competitor brand meter reading of 99 mg/dl were reported. Customer further reported experiencing symptoms of ¿shortness of breath and feeling very ill¿ on (B)(6) 2018. Customer went to the hospital and had a loss of consciousness with symptoms of diabetic ketoacidosis. Customer had contact with a healthcare professional who obtained readings between 200 and 300 mg/dl and administered a glucose intravenous infusion and other unspecified medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading on his adc freestyle libre sensor compared to an unspecified competitor brand meter. An adc freestyle libre sensor reading of 56 mg/dl compared to an unspecified competitor brand meter reading of 99 mg/dl were reported. Customer further reported experiencing symptoms of ¿shortness of breath and feeling very ill¿ on april 10, 2018. Customer went to the hospital and had a loss of consciousness with symptoms of diabetic ketoacidosis. Customer had contact with a healthcare professional who obtained readings between 200 and 300 mg/dl and administered a glucose intravenous infusion and other unspecified medication. There was no report of death or permanent impairment associated with this event.